Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (charger displays error code) was confirmed. As received, the charger was unable to charge a battery. Upon evaluation, the high current sense amp component u14 was internally shorted on the bedside board. The cause of the failure is the shorted u14 component. The root cause of the shorted component cannot be positively identified. No adverse event resulted from the corrupted component.

Event description:
A zoll distributor returned battery charger/modem sn (B)(4) to report that the charger/modem displayed an error code when charging a battery pack.